Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the surgeon implanted the opal implant in the disc space by hammering the device into position. After releasing the implant from the implant holder, it was noticed that the implant was too far anteriorly in the disc space. The user facility tried to connect the implant holder again, but was unsuccessful. The implant slipped further anteriorly and the implant could not be seen. Another 11mm implant was implanted. There were no symptoms from the patient reported. A post-operative CT scan will be done for follow op. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.